Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry after a magnetic resonance imaging (MRI) performed without the it being interrogated prior to the MRI. Upon interrogation during in-clinic follow-up, it was confirmed that the ICD had gone into backup operation with high voltage therapy disabled. Programming changes were made, and the ICD was restored successfully. There were no patient consequences.